Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The wearable was inserted into the arm on (B)(6) 2026. On the same day, it was reported that the patient experienced a brief sensor issue, after which they experienced a hyperglycemic event. When the sensor error occurred, the patient took a fingerstick and the blood glucose reading was 290 mg/dl. The patient was experiencing fatigue, nausea, thirst, and frequent urination. The patient´s drove herself to the emergency room (e)r around 02:30pm. When a fingerstick was taken at the hospital the blood glucose reading was 200 mg/dl. The cgm sensor had already been removed by then. The patient was treated with intravenous fluids and unknown units of insulin via injection. The patient was discharged the next morning at 01:00am. The last blood glucose reading was around 110 mg/dl. At the time of the report the patient was stable. Data was provided for investigation. The allegation was not confirmed via data. However, it was found that no readings/ sensor error/ brief sensor issue under an hour occurred. The probable cause could not be determined.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.